Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus device is being filed under a separate medwatch MFR number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two unknown promus stents were implanted in the distal right coronary artery (rca), on an un-specified date. On (B)(6) 2012, angiography was performed and the distal rca was treated with revascularization. No additional information was provided.